Event description:
Notice that a freestyle libre 3 plus continuous glucose monitor keeps rendering system error messages and also showing extremely low blood sugar after a full meal which isn't possible. Sought out support and they told me if it continued to call back and when I called back they claimed not to know about the problem from the previous report and provided inconsistent information and otherwise impractical information. I called back on (B)(6) 2025 and the support person was very unhelpful and extremely stupid.